Event description:
Iupc inserted by physician without difficulty, according to procedure. Following insertion pt complained of pain in lower right quadrant. Fetal heart rate dropped to 50-60 bpm. Decision for c/s made. Baby boy delivered with apgars of 6 & 8. Upon inspection of the uterus after delivery the physician noted a small puncture on posterior wall of uterus approx 1cm in diameter. Mother and baby had a normal post-partum course and were discharged on the third post-op day in good condition.